Event description:
During the procedure, the physician noticed the sheath was damaged, but continued with the procedure. As a result, dissection of the arteries occurred.

Event description:
During the procedure, the physician noticed the sheath was damaged, but continued with the procedure. As a result, dissection of the arteries occurred.